Event description:
The customer reported the system displayed a precharge error and would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries, the precharge board, and the battery charger. The system operates as intended.